Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. Analysis was unable to perform the displacement, rewind, basic occlusion, prime and excessive no delivery test due to no button response. The insulin pump was also received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, missing end cap sticker, scratched case, cracked lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the esc button was unresponsive. The customer's blood glucose was 300 mg/dl at the time of incident. The customer stated that they treated the blood glucose with the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.